Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication for a patient as the medication was not available in patient profile. A technical support specialist identified that the transmitted medication order contained an incorrect and inactive item identity. The tss then coordinated with the pharmacist to discontinue the existing order and resend it with the correct details. However, the pharmacist indicated that they were unable to manually select the item identity when resending the order. Additionally, the pharmacist confirmed they do not have override privileges and therefore issued a stat medication order to ensure timely dispensing. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue medication as it is not available in the patient profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.